Manufacturer narrative:
Device failure is suspected, but did not cause or contribute to death or serious injury.

Event description:
An analysis of the returned usb to db9 cable found a disconnected wire connection in the returned serial cable. Once the wire was soldered onto the serial cable pcb, no further anomalies were identified. The broken lead appears to be cable stress-related.

Event description:
It was reported that a vns programming computer could not interrogate devices successfully due to a broken usb connector cable. The usb connector cable was received by the manufacturer. Analysis has not been completed to date.

Manufacturer narrative:
.